Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 25 mm. Aneurysm and vessel morphology are unknown. The patient has a history of hypertension, prostate cancer, and coronary artery disease. It was reported that the left iliac artery was dissected during the procedure, requiring repair with a wall stent. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.